Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they return unrepaired- bent door latch sear, damaged pins both iui and damaged bottom rear case. Replaced door assembly with keypad. Lvp lifted keypad recall completed. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. Based on the findings, service determined that the probable root cause of the reported issue was due to wear issue of the door latch assembly. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 04jun2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn 15589849 which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui connection issues. Z-2939-2020 for keypad.

Event description:
It was reported that the device failed preventive maintenance for safety clamp issue. No additional information was provided. There was no patient involvement.